Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), initially, would not communicate with a programmer. Continued attempts produced a fault code message from the device.